Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom. Review of the event history log with a system error 110 alarm, caused by a failed motor. A failed motor is known to cause system error 105 alarms. The motor assembly was replaced.

Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no patient involvement.